Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown.

Event description:
Doctor reports that the low profile abutment ilpc442u fractured and was removed. The implant is okay, another low profile abutment was placed. Tooth site #36.

Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was updated to 3331 and 4109. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured abutment was confirmed. Visual evaluation of the as returned products identified signs of wear due to use. The device is fractured at the screw thread section. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.